Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error or unexpected off no power alarms noted.

Event description:
It was reported that the customer had low blood glucose of 62 mg/dl and her insulin pump was alarming motor error and off no power. Customer stated that the insulin pump may have delivered unintended insulin and it has frozen screen. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.